Event description:
The physician attempted arteriotomy closure with the closer s 6 fr. Device following an unspecified procedure. It was reported that the physician did not achieve hemostasis following the use of the device. Angioseal was used to achieve hemostasis. It was reported that at an unspecified date following the arteriotomy closure, the patient developed a groin infection that required an unspecified surgical intervention. It was reported an arterial abscess was noted by the vascular surgeon. The surgeon was also reported to have visualized and removed the perclose suture from the artery. It was reported that the "patient is now okay". Though requested, no additional information was provided.